Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended insulin delivery after 12 hours due to the auto-off feature. The customer's blood glucose level was elevated, however no specific value was provided. The contact was not available to troubleshoot. No further information was provided.